Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 313 mg/dl and a bolus via the pump was delivered to address the high bg level. The customer did not know what caused the bg level to elevate. As the event had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the high bg level.